Event description:
The manufacturer became aware of a pmcf final study report that was conducted by in (B)(6). The title of this report is ¿analysis of a retrospective data collection of 100 dip fusion or thumb ip fusion with the implant x-fuse®¿, which is associated with the stryker ¿x fuse® superelastic implant¿ system. This report includes analysis of the clinical data that was collected on 86 patients, the cases in this study range from january 2018 and december 2020. During the review of the literature, it was not possible to establish a specific device details, patient information, and at this time no additional device information will be made available. It was reported that one patient experienced two nonunion on a different dates, unfortunately the exact dates of both events were not included in the publication. The report states: ¿the 2 other cases occurred on the same patient aged of (B)(6) years treated for post traumatic conditions of the dip on the left 5th finger and nearly 2 years later on the right 5th finger with bone grafting. In our opinion nonunion was not related to the device but rather to the characteristic of the patient: smoker, not compliant for the postoperative care and homeless.¿

Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance pmcf study review. The alleged nonunion included in the study could not be confirmed, since the device was not returned for evaluation and no other additional information will be made available. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition is unknown.